Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed self-test, unexpected restart. A cold reset was performed error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test, the clock monitor test detected a mismatch between the system clock and the watchdog clock. Alarms noted during testing. However, unit alarmed unexpected restart. A cold reset was performed after battery change and resets time or date to factory default due to c13 voltage leak at interface board.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed as well as external ram crc error. The customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer was not able to complete rewind. Customer troubleshooting was performed. Customer stated that the alarm did not occurred shortly after inserting a new battery. Customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.